Event description:
Patient was revised to address the liner not being fully seated into the cup.

Manufacturer narrative:
Additional narrative: patient was revised to address the liner not being fully seated into the cup. One side of the liner was raised (canted) within the cup. Doi: unk; dor: (B)(6) 2014 (left hip). The devices associated with this report were not returned. Review of the device history records and/or a complaint database search was not possible as the product and lot codes required were not provided. Requests for additional investigational inputs were made in accordance with wi-7915 appendix a. No additional information was obtained. The investigation could not verify or identify any product contribution to the reported event with the information provided. Based on the inability to identify root cause, the need for corrective action was not indicated. Depuy considers the investigation closed. Should additional information be received, the information will be reviewed and the investigation will be re-opened as necessary.

Manufacturer narrative:
(B)(4). Depuy still considers this investigation closed at this time.

Event description:
Update 05/03/2016 - pfs and medical records received. Pfs and medical records reviewed for MDR reportability. Pfs reported metal allergy that caused itching, headaches, pain, dizziness, vertigo, off-balance feeling, rashes all over body, forgetful, mental fogginess, tingling feast, easily bruises, generalized not well feeling, car sick, and leg swelling. Medical records reported markedly elevated metal ions, lab result report for metal ions less than 7 parts per billion, left leg shorter than right leg, and MRI that reportedly showed moderate left hip effusion and torn abductor muscle. Revision surgical report noted trunnion wear/corrosion, significant cyst formation metal insert "slightly" askew but secure with black metal debris behind it, difficulty removing head and pathology report of inflammation. There is no new additional information that would affect the existing investigation. The complaint was updated on may 26, 2016.

Manufacturer narrative:
This report is still under investigation. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. (B)(4).

Manufacturer narrative:
No device associated with this report was received for examination. A worldwide complaint database search found no other reported incident(s) against the provided product/lot combination(s) since release for distribution. The information received will be retained for potential series investigations if triggered by trend analysis, post market surveillance, or other events within the quality system. Corrective action was not indicated. Depuy considers the investigation closed. Should additional information be received, the information will be reviewed and the investigation will be re-opened as necessary.

Manufacturer narrative:
This complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.